Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for eval. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013). Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of low blood results. Expected blood glucose results range from 100 to 150 mg/dl. Test strip lot MFR's expiration date is 11/14/2014. Recall test results performed fasting in the morning from meter memory:(B)(6)- 106 mg/dl; (B)(6) - 104 mg/dl; (B)(6) - 97 mg/dl; (B)(6) - 35 mg/dl; (B)(6)- 79 mg/dl. Based on the customers expected results (150) and the lowest result in memory (35). The complaint is reportable (zone c/d). Adverse event not reported.